Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that the adverse event was discovered post use of biosense webster products after the ablation phase at the end of the procedure. The event was not regarding to the used catheter and sheath. A force-sensing catheter was used to have the best control of the force during the procedure including the force graph, and a visible sheath was used so that the physician had the best control and were able to see how he moved the sheath back- and forward. The event required pericardiocentesis. Because of the pericardial puncture it was necessary to extend the hospital stay for observation, but the patient condition is now improved. There was no evidence of steam pop during the procedure. The physician thinks that it was not a biosense webster product malfunction. Graph, dashboard, vector and visitag modules were used for force visualization. The visitag stability settings were, range: 3 mm for 3 sec, force over time (fot) 3g for 25% of the time. Force threshold was set to 3-30g, indicate force value above: maximum threshold (30g). Ablation index 400-600 was used as prospective color option. Transseptal was performed with an unspecified device. The irrigation flow was set to 2 ml/min during standby, 8 ml/min when ablating under 30 watts and 15 ml/min when ablating at over 30 watts. No error messages were observed on biosense webster equipment during the procedure.